Manufacturer narrative:
D10 concomitant products: 8888145014, 8888145014 19/36cm palindrome kit wslot (lot#2230800050) yiwei shang, shujun pan, chen jin, danna zheng, xiujun xu, bin zhu, li zhao, juan jin, qiang he <(>&<)> xiaogang shen (2024) comparison of feasibility and effectiveness of tunneled dialysis catheter placement with or without dsa guidance: a propensity scorematched cohort study, renal failure, 46:2, 2376935, doi: 10.1080/0886022x.2024.2376935. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of study, a retrospective study included all tdc (tunneled dialysis catheter) placements performed at the hospital between january 2020 and october 2022 to evaluate the demographic and clinical characteristics of the dsa-guided ( angiography-guided) and ultrasound-guided groups. The two types of catheters in the study were the hemosplit catheters (bard), a competitor device, and the palindrome (covidien) device. A total of 261 patients regardless of gender, mainly the elderly, with a body mass index of less than 18.5 (142 in the dsa-guided group and 119 in the ultrasound-guided group). After psm (propensity score matching), there were 91 included in each group. After matching of the dsa-guided, there were 79 palindrome catheter patients included, and of the ultrasound-guided, there were 73 patients included in the study. Adverse events were evaluated by group type vs. Catheter distinction and included the following: adverse events associated with surgery include 1 patient with kink catheter in the ultrasound-guided group that required a second surgical correction procedure. 2 patients with infection in the dsa-guided group and 1 in the ultrasound-guided group. Some patients were cured after treatment with anti-infective drugs, while others removed the infection catheter. 14 patients with surgical site bleeding in the dsa-guided group and 8 patients in the ultrasound-guided group. For bleeding in the surgical area, it was usually necessary to compress the bleeding or suture to stop the bleeding. The performance of hemodial ysis catheters inserted under dsa guidance was superior to that of catheters inserted under ultrasound guidance during postoperative blood dialysis. Of the adverse events that were mentioned within the article (kinked catheter, infection and surgical site bleeding) did not relate directly to the palindrome catheters.